Event description:
It was reported "our '3 mac blade for our laryngoscope is malfunctioning. The bulbs have been changed but only work when they are not fully tightened. It seems as though the connection is not there". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.